Event description:
A caller reported a malfunction on the pump, specifically malfunction code 15, which did not have any notable events prior. There was no adverse impact on the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.